Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during a sleeve gastrectomy, on the second fire the staples did not form on the specimen side of the stomach. The surgeon over sewed and used this same stapler to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t5au06. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received with the left side fully fired, right side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.